Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, strut damage was seen. After removing the 3.5 x 16 mm taxus express2 drug eluting stent from packaging, it was noticed that the struts were lifted from the balloon. (It is noted that the stent was used after the expiration date). The procedure was successfully completed with another 3.5 x 16 mm taxus express2 drug eluting stent. No pt complications were reported. The pt status is reported as "satisfactory/good".